Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The transmitter serial number to be returned has been changed to (B)(6).

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional d4 serial no ¿ correction h2: correction h4 device mfg date ¿ correction